Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2016 .if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture. The right atrial (ra) lead was capped and replaced. The right ventricular (rv) lead was prophylactically capped and replaced. During replacement of rv lead, the replacement rv lead exhibited an integrity issue post slit with a small separation visualized. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.